Event description:
Device malfunction: failure to deploy - thumb advancer. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during step 2, the exchange sheath disconnected from the hub. During thumb advancer deployment step 3, the exchange sheath was "squeezed downwards." The procedure was stopped. An attempt to retract the locator wings using the access ports was unsuccessful. The device was removed with counter traction and a pull. Manual compression was applied for 15 minutes to achieve hemostasis. Reportedly, it was believed that the hub of the exchange sheath was not completely connected to the side arm slot of the clip applier. In addition, an audible "click" was not heard to indicate secure engagement. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Incorrect use of device - off label use. The starclose se instructions for use state "caution, federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterizations procedures and who have been trained by an authorized rep of abbott vascular." Failure to follow steps, the starclose se instructions for use state, "closure procedure step 5, click 1. An audible "click" should be heard. Check to make sure the hub-to-clip applier engagement is secure by gently pulling on the sheath hub." The starclose se instructions for use state "closure procedure, slide the safety release to collapse the locator wings. The locator wings are fully collapsed when the number "2" on the plunger exits the number window completely."